Manufacturer narrative:
This supplemental report is being submitted to provide additional information.olympus france (ofr) checked the subject device, and there was no abnormality of the subject device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels the subject device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021 : all channels: unspecified microbes (2cfu / filtered volume). Second time; (B)(6) 2021 : all channels: unspecified microbes (1cfu / filtered volume). Third time; (B)(6) 2021 : all channels: unspecified microbes (1cfu / filtered volume). Forth time; (B)(6) 2021 : all channels: micrococcus luteus (2cfu / filtered volume). Fifth time; (B)(6) 2021 : all channels: staphylococcus epidermidis (3cfu / filtered volume). The device had been reprocessed with a non-olympus automated endoscope reprocessor, (B)(4), using peracetic acid. There was no report of infection associated with this report.